Event description:
It was reported that the patient presented remotely to the clinic via merlin.net transmission. Transmissions showed that there were automatic mode switch (ams) episodes from noise over-sensing on the patient's pacemaker and right atrial (ra) lead and potentially due to electromagnetic interference (emi). Additionally, the right ventricular (rv) lead was also oversensing noise due to suspected electromagnetic interference (emi). The clinic will continue to monitor the patient. No intervention was performed, and the patient had no adverse consequences.